Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the impedance had been stable up until the single out of range lead measurement observed. Possible causes were discussed. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explanted performed.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the impedance had been stable up until the single out of range lead measurement observed. Possible causes were discussed. It was believed that the rv lead was fractured. The bipolar mode measurements were out of range and the unipolar mode measurements within limits. The lead had a strange loop in it which could have caused extra stress. Subsequently, a revision procedure was performed and the rv lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.